Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No battery test noted. The insulin passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, we were unable to prime during prime test due to faulty force sensor resistor. The insulin pump was received with cracked lcd window and belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received excessive failed battery test alarm, even after battery change. Customer's blood glucose was unknown. Insulin pump would be replaced.